Event description:
The manufacturer received information alleging a high temperature alarm occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating. No malfunctions were noted. The device was found to audibly and visually alarm, as designed.